Event description:
It was reported that the healthcare provider requested a longevity estimate for the subcutaneous implantable cardioverter defibrillator (s-ICD) in order to plan the replacement procedure for the patient. The current displayed battery longevity was 10%. Data analysis subsequently confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. The s-ICD remains in service.

Event description:
It was reported that the healthcare provider requested a longevity estimate for the subcutaneous implantable cardioverter defibrillator (s-ICD) in order to plan the replacement procedure for the patient. The current displayed battery longevity was 10%. Data analysis subsequently confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. The s-ICD remains in service. Additional information from the field indicated that the patient was seen for follow-up on (B)(6) 2025, at which time they did not want to receive a device replacement. The patient wanted the device explanted; however, an explant date was not scheduled.